Manufacturer narrative:
A partial catheter was returned. For the proximal piece that was returned, analysis was unable to confirm any significant issue with it. The catheter connector had a tear in the seal near the guide ring, but this did not affect infusion. The eval code-conclusion was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID: 8731, lot# b002400n45, implanted: (B)(6) 2003, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (50 mcg/ml at 11.988 mg/day) via an implanted pump. The indication for pump use was non-malignant pain, failed back surgery syndrome, and spinal pain. The patient was having increased pain and high residual pump volumes; there was a potential problem with the catheter. Per the physician, at the last refill, the pump was still ¿almost full¿ of drug. The patient did not go through withdrawal, but she was ¿taking a lot of orals¿. A dye study was attempted on 16-mar-2016, but they were unable to withdraw anything from the side port, so the dye study was not performed. The pump was interrogated and no motor stalls were seen in the logs. The patient was scheduled for a catheter revision in 2 weeks ((B)(6) 2016). The pump dose was reduced to minimum rate. The patient status was ¿alive ¿ no injury¿. The issue was not resolved. Additional information was received on 30-mar-2016 from a company representative and it was reported that the catheter was replaced and the physician elected to also replace the pump even though there were no logs or any information indicating that the pump was the source of the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.